Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the glenosphere impactor tip broke during impaction. The correct surgical technique was used. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a3; b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported is confirmed though returned product evaluation. Visual examination of the returned product identified shows signs of use as well as wear and tear. The strike plate has dents and scratches from use. The handle of the device has large gouges along the knurled area and bottom area close to the strike plate. The threads for the device base are damaged limiting the devices adjustability. The tip of the inserter has also fractured and is no longer attached to the device. The inserter has a possible field age of 14+ years. Measured features of the handle to confirm the device is conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.